Manufacturer narrative:
Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter and the guide wire were received. The guide wire was found broken at 60 cm from the tip of the catheter. The test guide wire went through the catheter. The catheter had to be flushed, after flushing the aspiration test was performed and slightly lower aspiration than nominal was achieved. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter, or as it is stated in the report abnormal rapid move of the patient. The guidewire and helix tend to break easily when set under stress. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During advancement of the catheter, the guidewire was being held along with the hand unit, then it was released, resulting in the wire exiting the tip of the rotarex catheter. The guidewire was subsequently advanced again through the tip of the catheter. The rotarex catheter was removed, and a percutaneous transluminal angioplasty (pta) balloon was advanced into the artery. At that point, a piece of guidewire was observed at the distal end of the balloon. The wire was removed along with the balloon, and removal was confirmed using the c arm. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During advancement of the catheter, the guidewire was being held along with the hand unit, then it was released, resulting in the wire exiting the tip of the rotarex catheter. The guidewire was subsequently advanced again through the tip of the catheter. The rotarex catheter was removed, and a percutaneous transluminal angioplasty (pta) balloon was advanced into the artery. At that point, a piece of guidewire was observed at the distal end of the balloon. The wire was removed along with the balloon, and removal was confirmed using the c arm. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter and the guide wire were received. The guide wire was found broken at 60 cm from the tip of the catheter. The test guide wire went through the catheter. The catheter had to be flushed, after flushing the aspiration test was performed and slightly lower aspiration than nominal was achieved. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter, or as it is stated in the report abnormal rapid move of the patient. The guidewire and helix tend to break easily when set under stress. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During advancement of the catheter, the guidewire was being held along with the hand unit, then it was released, resulting in the wire exiting the tip of the rotarex catheter. The guidewire was subsequently advanced again through the tip of the catheter. The rotarex catheter was removed, and a percutaneous transluminal angioplasty (pta) balloon was advanced into the artery. At that point, a piece of guidewire was observed at the distal end of the balloon. The wire was removed along with the balloon, and removal was confirmed using the c arm. There was no reported patient injury.